Event description:
It was reported that after the lead was placed into rv, physician noted that the second suture sleeve was missing from the end of the lead. Chest x-ray was taken however; suture sleeve could not be seen. Physician unsure if suture sleeve remained in patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.